Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a curved opening on the anterior shell and green particles on the device inner surface. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Patient representative reported "pain," "left capsular contracture," "tight and painful," "does not have full sensitivity in either of the nipples," "left breast is disfigured with indentions," "mental anguish," and "loss of the capacity for the enjoyment of life." Patient representative additionally reported patient "suffered bodily injury... Suffering... Disability, disfigurement" and "auto deflation"; these events are not related to the device. Device has been explanted. This record is for the left side.